Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported after the hf sensor implant procedure the patient experienced few episodes of coughing mucus with streak of blood which was greatly diminished after 2 days. In turn, aspirin was discontinued. Reportedly the patient is stable. The patient is clinical study patient and issue was related to the procedure but not to device.